Manufacturer narrative:
Battery pack (B) (4); battery pack (B) (4). Device eval summary: device eval of battery pack (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The battery pack (B) (4) had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. There was an unk substance inside the battery pack. One of the cells was corroded. The defective cells were replaced. The battery pack was retested and restocked. Battery pack (B) (4) had a broken locking tab. The pt had probably forced the battery pack out of the monitor without depressing the locking tab. The battery pack was repaired, retested and restocked. No adverse event occurred due to the defective battery packs. The pt received replacement battery packs.

Event description:
The pt service representative (psr) of a (B) (6) male pt contacted lifecor customer service to report that the pt stated he had two battery packs that needed replacement. Support contacted the pt and talked to the pt's wife. The wife stated that one battery pack would not start up the monitor and showed the "battery pack fault" led when placed on the charger. She stated that the second battery pack had a broken locking tab. Support sent the pt replacement battery packs.